Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemic events and went to the emergency room three times in june. On (B)(6) 2022, they went to the emergency room with a blood glucose level on 23 mg/dl, on (B)(6) 2022, they went to the emergency room with a blood glucose level of 24 mg/dl, and on (B)(6) 2022, the user went to the emergency room with a blood glucose level of 27 mg/dl. The emt gave the customer a shot to treat their blood glucose level. Troubleshooting was declined. No further patient complications were reported. The device will not return.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added/corrected which was not correct/missed in the initial report. The information has been provided in section b2, b5, h6 (health effect - impact code) with this report.

Event description:
Customer reported that she goes low a lot and the paramedics had to be called. Paramedics were called on (B)(6) 2022 for a low blood glucose of 27 mg/dl. They gave her glucagon to increase her blood glucose. She was taken to the emergency room. She was not treated with insulin drip/insulin infusion and was not hospitalized. Customer said the paramedics were going in and changing her pump settings and so her doctor had to reprogram the pump. Customer also mentioned that she had a low on (B)(6) 2022 and on (B)(6), 2022. She declined troubleshooting. Pump was likely used at the time of the incident. Per user, sensor was not used. So, auto mode was not used. It was unknown if customer will continue to use the pump. Pump is not returning for analysis.